Event description:
The following was reported to davol by the pt's attorney. The pt was implanted with a non-davol device for an unk pelvic procedure. The pt was implanted with an unk bard flat mesh for an unk pelvic procedure. The attorney's report alleges erosion, mesh contraction, infection, fistula, inflammation, scar tissue, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. The attorney alleges that the pt was treated for fistula and infection both of which are known to be possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.